Event description:
The following was reported by the pt's attorney: on (B)(6) 2008 - pt underwent repair of a left inguinal hernia with a perfix plug. The attorney alleges the pt has suffered severe and permanent bodily injuries along with physical pain and suffering. The pt suffers from sharp pains near her vaginal area, permanent nerve damage, and pain during sexual intercourse. The pt also suffered infection or inflammation, tissue abrasion, and other severe adverse health consequences.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The attorney alleges the pt developed an infection post operatively. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, a lot number was not provided, therefore, a mfg review is not possible. The attorney did not report the mesh was explanted and medical records have not been provided at this time. With the currently available info, no conclusion can be drawn.